Event description:
It was reported that prior to PICC insertion the customer trimmed the PICC as per protocol. When the customer went to pull the guidewire back through the t-piece there was little resistance. Previously it was harder to pull the wire back therefore it stayed in place. Once the customer primed the PICC with saline as per protocol the wire moved. The customer has resorted to taping the wire in place as a result. Also when the customer primed the PICC the saline leaked out of the rubber at the t-piece. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.